Event description:
On 4/7/00, a pt presented for transurethral microwave thermotherapy benign prostatic hypertrophy. The site reported that 10-15 mins into the treatment, the foley balloon could not be located with ultrasound. Procedure was stopped. Catheter was removed and replaced. Tumt was delivered without further incident. No pt injury was reported. This event is being reported, as a similar event could result in a serious injury.